Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing fill estimate of 125 units when caller expected 260 units, and issue occurred on previous day rather than during call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, stated no need for email resources, and was advised by technical support to call back for troubleshooting if problem occurred again with active fill estimate.